Event description:
The laser system had overheating and then powerdrop. We are unaware about delay on treatment or patient injury.

Manufacturer narrative:
The laser system had problem with diode cables, this condition created overheating and then powerdrop.